Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the dates in the total daily dose history change from (B)(6) 2014 to (B)(6) 2014, and from (B)(6) 2014 to (B)(6) 2007 to (B)(6) 2015. There was no data in the black back from these dates due to continued pump use. The daily insulin delivery totals appeared inconsistent due to the date changes. The pump powered on normally to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours on a 1unit per hour basal rate with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas about another issue and during that conversation alleged the following: she has been having blood glucose (bg) elevations as high as 500mg/dl no ketones or signs or symptoms before bed. She called her health care provider (hcp) who wantedto see her information. At that time, she noted the pump time said pm and not am. She is a poor historian. She thinks it may have started after her last battery change. Around (B)(6) 2013, and but cannot be sure. She thought the pump automatically changed the time and date for time changes. Instructed her it does not. She does not remember changing time and date before today. Patient is poor historian, easily confused and has limited recall. Patient is currently wearing the pump with the correct date and time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.